Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number: 0012409555 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues, steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slider was stuck, and the shape of the capture device is unremarkable with no atypical features. Catheter to test catheter interface cable (cic) connection evaluation: the catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms: the slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation: the catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot and electrical continuity test: hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The xray imaging reveled that there were entangled electrode wires in the shaft. Dissection and optical inspection was carried out. The dissection revealed that there were entangled wires nearly about from 38 to 42 inches from the nose of the handle and when measured the kink on the sh aft was at about 38 inches from the nose of the handle. In conclusion, the catheter failed the return product inspection due to a shaft kink and electrode wire entanglement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was unable to be recaptured in the left atrium after the pulmonary vein isolation (pvi) was completed. The slide bar on the handle of the catheter would not fully extend to elongate the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.